Manufacturer narrative:
Medwatch (mw5061410) a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the mms (multi measurement server) fell out of the bracket on the intellivue mp70 monitor. No adverse patient or user impact reported. This issue is being reported as it was reported that the monitor fell. This is being considered an unexpected fall of the device.

Event description:
The customer reported through medwatch that the mms (multi measurement server) fell out of the bracket on the intellivue mp70 monitor. No adverse patient or user impact reported. This is being considered an unexpected fall of the device. There was no adverse event or patient/user harm reported.